Manufacturer narrative:
Additional information added to event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue occurred during a functional endoscopic sinus surgery (fess). Navigation was aborted causing less than an hour delay to the procedure.

Manufacturer narrative:
Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that when registering the patient, the emitter symbol shows a red cross and it can't see the patient references. No impact on patient outcome.